Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient received inappropriate hv therapy due to intermittent oversensing of possible lead noise during an svt (supraventricular tachycardia). Review of the egm confirmed possible oversensing of lead noise during an svt. The lead was capped and replaced on (B)(6) 2016. The patient tolerated the procedure well and was discharged.